Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system aspiration catheter 12 (cat12). During the procedure, while attempting to loosen the rotating hemostasis valve (rhv), the rhv broke and fell off the sterile table. Therefore, the rhv was not used for the remainder of the procedure. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to the patient.